Event description:
An abutment screw has fractured inside the implant. The surgeon then had to perform an add'l surgical procedure to remove the abutment screw from the implant. The implant is still in the pts mouth. Pt injury has not been reported.